Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Treatment report shows that the wrong data was entered so user error can be confirmed. The root cause can be conclusively determined as a wrong calculation or planning by the user. No technical root cause can be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported post lasik it was noted that treatment was programmed incorrectly. Five days post original procedure, a retreatment was done. Patient is reported to be doing well and issues are resolved.